Event description:
A report of the patient's precision system explanted was received. The patient stated the device was explanted because the incision would not heal. The patient's physician was contacted for additional information. The physician could not recall the reason or the date of the explant.

Manufacturer narrative:
Additional suspect device components involved in the event: model# sc-8116-50, description: artisan 2x8 paddle lead. The explanted device will not be evaluated as it was discarded by the medical facility.